Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire snapped/cut. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the insertion flexible tube scratched, and the biopsy inlet t-piece worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the angulation stuck, the possibility of angulation stuck occurred in the human body could not be denied. Moreover, based on the technical report""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.